Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was done in 2006, during the procedure, a 2.5 x 18 mm xience v stent was deployed in the mid left anterior descending (lad) lesion. The lesion was pre-dilated prior to stenting. There were no device issues or patient effects noted at the time of the index procedure. However, in 2009, the patient returned with chest pain or angina equivalent and the following month, the patient was treated for restenosis of the mid lad. The restenosis of the mid lad was treated with pre-dilatation and an additional stent was deployed. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - angina and restenosis in the IFU, are known adverse events associated with coronary stenting. Additionally, these patient effects, along with hospitalization are listed in risk assessment as no-fault post-procedure complications. It is possible the angina is a secondary effect of the restenosis, in which the patient was treated successfully with pre-dilatation, an additional stent, and was hospitalized. A conclusive cause for the patient effects and the relationship to the product, if any, cannot be determined, although there is no indication of a product quality deficiency.